Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one unsealed 19cm glidepath d/l catheter kit. Following components were received: one 19cm glidepath d/l catheter, one 8fr dilator, one 12fr dilator, one 15fr peel-apart sheath and vessel dilator, two end caps, one j-tip guidewire in a guidewire hoop, one introducer needle, one protective sheath loaded to a bent tunneler, one stylet shaft, one safety scalpel and one braun brand tool were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. In addition to the returned physical sample, three electronic photos were provided for review. The investigation is confirmed for the reported fracture issue as horizontal splits, were noted on the catheter body, proximal to the bifurcate and upon infusion of each luers, leaks from the splits on the catheter body were noted. The photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023), g3, h2. H11: b5, h6 (patient, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly broken. There was no reported patient injury.

Event description:
It was reported that during the preparation of a dialysis catheter placement procedure, the catheter was allegedly broken. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2023).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. The investigation is confirmed for the reported fracture issue as the catheter was noted to be fractured above the bifurcation area. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during the preparation of a dialysis catheter placement procedure, the catheter was allegedly broken. There was no patient contact.